Manufacturer narrative:
A ge service rep performed an on site investigation. The kilovolt control was replaced. The system was tested and operates as intended.

Event description:
The customer reported, the 2800 system displayed an error message stating that a generator communication failure occurred. The system would not produce an x-ray exposure. No pt injury was reported.